Event description:
Customer called to report a bloody leak on the blood sampling valve (bsv) drip tray of the coulter lh780 hematology analyzer. Customer stated that no patient samples or results were affected by the leak. The user was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The field service engineer (fse) inspected the instrument and found that the vent tubing of the primary aspiration needle had a hole in it and was leaking. The fse replaced the tubing and verified the repairs per the established procedures. The root cause of the leak is that the vent tubing of the primary aspiration needle had a hole in it.

Manufacturer narrative:
(B)(4).